Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross access was selected for use during a watchman procedure. A perforation, pericardial effusion (pe), a pleural effusion and death were reported. The procedure was cancelled. Patient had a small fossa and the physician had a hard time visualizing tenting when performing the transeptal. The physician was switching between intracardiac ultrasound (ice) and transesophageal echocardiogram (tee). Despite different recommendation, the physician decided to apply radio frequency (rf). The first rf was done and it did not cross. Thus, the physician applied it again and it crossed. After crossing, it was not possible to find the sheath and rf wire. It was identified that the rf wire and sheath were in the descending aorta. The patient remained stable. The CT surgery was consulted and due to the location of the perforation, it was decided that the patient was not a candidate. Patient then started to deteriorate and coded twice. Therefore, a pericardiocentesis was done, a plural effusion with chest tube was inserted, and an evar was placed by a vascular surgeon over the perforation. The patient was stable but had not woken up. The patient also need vascular surgery of his leg after they tried to use his femoral artery. No device issues were reported (the visualization issue was deemed to be due to patients anatomy). The ae was likely due to lack of imaging while performing the tsp. The sheath was advanced and tracked down multiple times because we could not identify tenting on the septum. No tenting was ever seen before crossing. No pe was noted prior to the procedure. It was noted that the pe was very minimal (location unknown). A blood loss and blood transfusion were reported. The patient was not under warfarin at this point. The versacross rf wire was used and reported to be advanced and pulled back more than once to get into position. The device is not expected to be returned for analysis (disposed). It was further reported that the patient passed away on (B)(6) 2024. No other interventions were reported.

Manufacturer narrative:
Based on the complaint investigation, the reported allegation is not confirmed since the device has not been returned to bsc for analysis. However, media evidence was provided confirming the perforation. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross access was selected for use during a watchman procedure. A perforation, pericardial effusion (pe), a pleural effusion and death were reported. The procedure was cancelled. Patient had a small fossa and the physician had a hard time visualizing tenting when performing the transeptal. The physician was switching between intracardiac ultrasound (ice) and transesophageal echocardiogram (tee). Despite different recommendation, the physician decided to apply radio frequency (rf). The first rf was done and it did not cross. Thus, the physician applied it again and it crossed. After crossing, it was not possible to find the sheath and rf wire. It was identified that the rf wire and sheath were in the descending aorta. The patient remained stable. The CT surgery was consulted and due to the location of the perforation, it was decided that the patient was not a candidate. Patient then started to deteriorate and coded twice. Therefore, a pericardiocentesis was done, a plural effusion with chest tube was inserted, and an evar was placed by a vascular surgeon over the perforation. The patient was stable but had not woken up. The patient also need vascular surgery of his leg after they tried to use his femoral artery. No device issues were reported (the visualization issue was deemed to be due to patients anatomy). The ae was likely due to lack of imaging while performing the tsp. The sheath was advanced and tracked down multiple times because we could not identify tenting on the septum. No tenting was ever seen before crossing. No pe was noted prior to the procedure. It was noted that the pe was very minimal (location unknown). A blood loss and blood transfusion were reported. The patient was not under warfarin at this point. The versacross rf wire was used and reported to be advanced and pulled back more than once to get into position. The device is not expected to be returned for analysis (disposed). It was further reported that the patient passed away on (B)(6) 2024. No other interventions were reported.